Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. A visual and functional assessment was performed on the device which found that the neuro-tip foot had been drilled into, and the device failed cutter insertion (cannot insert cutter). It was further determined that the cutter device could not be inserted because the bearings were worn out, not allowing the cutter to pass through. It was determined that the failure was caused by worn out bearings from normal wear and servicing over time. It was further determined that the cause of the craniotome foot drilled was failure to follow the directions for use. When the burr device was improperly loaded into the attachment device and then installed onto the drill device, the burr did not seat properly in the locking chamber. The attachment was forced into position which placed the distal tip of the burr in compression. At that point, the tip of the burr was in direct contact with the neuro tip of the attachment. When the drill was started, the burr drilled into or through the neuro tip. It was determined that the bearing failure was due to normal wear. The assignable root causes were determined to be due to user error (neuro-tip foot had been drilled into) and normal wear out from use (cannot insert cutter). If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and evaluation, it was determined that the neuro-tip foot of the craniotome device had been drilled into. The device was initially returned to (B)(6) for maintenance. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.